Event description:
See 1219856-2006-00093 for first event involving the same patient. It was reported that in 2006, another iab was inserted into patient. The following day, iabp showed a "large helium leak detected". When dr tried to remove the catheter and sheath, the catheter broke in patient's vessel. Patient required surgery to remove the broken catheter. A re-insertion was not required. There were no reported patient complications.